Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-02957. It was reported that the patient experienced ineffective stimulation due to high impedances on their lead. The patient's ipg was also inconsistently showing and not showing impedances. Surgical intervention occurred on (B)(6) 2023 during which the lead and ipg were replaced to address the issue.